Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that during a diagnostic laparoscopy procedure, an excessive amount of pressure was noted on his olympus high flow insufflation unit per the set value. According to the initial reporter, the procedure was completed using the subject device. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was not confirmed, nor reproduced. No further cause could be presumed from this suggested phenomenon. Olympus will continue to monitor field performance for this device.